Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction: the correct catalog number is 92127; not 90432 as previously reported. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another device on (B)(6), 2011.